Event description:
Clinical study same as; 6000093-2006-01012,01013 6000089-2006-01070,01071 01073 during a coronary srtery drug-eluting treatment procedure a dissection occurred. The pt expired 2 days post procedure. During the index procedure a dissection occurred. The pt expired 2 days post procedure. During the index procedure the physician was unable to cross a calcified lesion in the right coronary artery with a 3.0x20mm taxus express 2 drug-eluting (des) and a dissection occurred. The physician opted to use a taxus liberte des which he passed with relative ease. While attempting to implant another stent, a 2.50x16mm taxus express2, the physician again was not able to cross the lesion on the left side; the pt subesequently had an emergency coronary artery bypass graft for a left main dissection. During the procedure a total of 4 liberte des were not identified. Two days post-index procedure the pt developed severe liver failure and expired. The physician indicated the desth was unrelated to the device, probable procedure related. This product is only ous approved, but it is similar to a marketed us device.